Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It was reported that this was the patient's third surgery on her knee. The patient's first two surgeries were not with stryker devices. Patient is reporting that she has had pain since having implant surgery. Patient also states that her knee feels hot when wearing pajamas and is also reporting inflammation. Patient was very active in walking and swimming but activity level has lessened due to the pain in her knee.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and a hot feeling in the knee post revision surgery involving an unknown tibial insert was reported. The event was not confirmed. Medical records received and evaluation: review of the provided medical records by a clinician indicated that the most likely diagnosis of the patient¿s symptoms is reflex sympathetic dystrophy. Also there is no evidence that this patient¿s clinical problems relate to factors of faulty prosthetic design, manufacturing, or materials. Conclusions: review of the provided information by a clinician indicates that the cause of the patient¿s pain is most likely linked to reflex sympathetic dystrophy. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6632-6-100, dura dist spc s medl lt 10mm, lot code: cfgpd. Cat. No.: 6642-2-640, duracon symmet duration 36x10m, lot code: vhlea. Cat. No.: 6478-6-400, dcon p-fit stem cocr 15mmx80mm, lot code: bxuvg. Cat. No.: 6478-6-415, dcon p-fit stem cocr 18mmx80mm, lot code: bvfwt. Cat. No.: 6632-6-110, dura dist spc s lat lt 10mm, lot code: cfgtc. Cat. No.: 6632-6-600 dura dist fem lock scr 10mm, lot code: bwxjd.

Event description:
It was reported that this was the patient's third surgery on her knee. The patient's first two surgeries were not with stryker devices. Patient is reporting that she has had pain since having implant surgery. Patient also states that her knee feels hot when wearing pajamas and is also reporting inflammation. Patient was very active in walking and swimming but activity level has lessened due to the pain in her knee.